Event description:
It was reported that the device was used during a robotic lobectomy. The device was firing on a portion of the lung and he squeezed the handle and it broke down the middle, disassembling. The device locked on tissue, but finally opened and was able to be removed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that one device was returned with the handles open and with a fully fired reload on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. While no conclusion could be reached as to how the shroud and the release button post became, it is possible that the device was clamped over thicker tissue then indicated creating higher internal stresses, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.